Event description:
Stem revised 40 days post op due to dislocation, 2 weeks post op, the pt sustained a femoral fracture which required plate and cable and head replacement.

Manufacturer narrative:
Document review: quadra h femoral stem size 1 lat - ref. 01.12.031 / lot 090167 (68 stems produced): all parameters were found to be conforming to specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Around 30 stems belonging to this lot have been already implanted and no incidents have been reported up to now. The dislocation that occurred is most likely due to mistakes during the first revision surgery, that happened on (B)(6) 2011 after a femur fracture. The event is thought to be not device related.